Event description:
It was reported that a patient with an unknown model aortic valve underwent a valve-in-valve procedure after an implant duration of 9 years, 8 months due to stenosis. The procedure was performed with a 26mm transcatheter valve. The patient was stable post-procedure.

Manufacturer narrative:
Additional narratives: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H10: additional narratives. Updated b5, b7, and h6 per new information received. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm aortic valve underwent a valve-in-valve procedure after an implant duration of 9 years, 8 months due to stenosis. The patient presented with heart failure, shortness of breath, and chest pain. The procedure was performed with a 26mm 9750tfx transcatheter valve. The patient was stable post-procedure.